Event description:
Patient with an inferior vena cava (ivc) filter had the filter placed at an outside facility over four years ago. Nine months ago, the patient had a failed filter removal attempt at an outside facility. Earlier this month, the patient came to this facility for filter removal. Prior to filter manipulation, a midshaft fracture of a filter leg was noted fluoroscopically with the free fragment superiorly displaced relative to the remainder of the filter. The fractured filter, all six arms and five of the six legs, was removed intact. The patient was free of any symptoms related to the remaining fragment. Additional cavography showed the retained fractured filter leg to be completely outside of the caval lumen, precluding endovascular retrieval.